Manufacturer narrative:
(B)(6). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -10.5/2.0/078 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to lens rotation not associated to a low vault but the problem did not resolve. On (B)(6) 2020 the lens was exchanged for a longer length lens and it was reported that the problem resolved. Cause of the event was reporter as unknown.